Manufacturer narrative:
(B)(4).

Event description:
It was reported that although the patient's skin was assessed to be able to withstand marking with film, a superficial skin defect occurs because the adhesive of the film pulled a flap off the top layer of skin. A change in procedure was implemented with a more suitable silicone film from s+n with a small delay in treatment, therefore customer is fine.

Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found one further instance of the reported event. A clinical investigation concluded: ¿the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. It was further communicated, a change in procedure was implemented with a more suitable silicone film from s+n with a small delay in treatment, subsequently, it has been reported the customer is fine. Therefore, no further medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-evaluated.¿ the device was used for treatment. No samples were returned for analysis. The reported issue may be related to procedural technique or underlying patient conditions. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.